Event description:
It was reported that during a peripheral stenting procedure the stent moved on the delivery device outside of the patient. The target lesion was located in the renal artery. Before the physician inserted the 6.0mm x 18mm x 90cm express biliary sd monorail premounted stent system into the patient, the express biliary sd stent moved and slid back towards the hub of the device. The stent never entered the patient's body. The physician used another of the same device to successfully complete the procedure. No patient complications were noted and the patient's status was reported as 'ok'.

Event description:
It was reported that during a peripheral stenting procedure, the stent moved on the delivery device outside of the pt. The target lesion was located in the renal artery. Before the physician inserted the 6.0mm x 18mm x 90mm express biliary sd monorail premounted stent system into the pt, the express biliary sd stent moved and slid back towards the hub of the device. The stent never entered the pt's body. The physician used another of the same device to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "ok."

Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the express sd stent without the stent delivery system. A visual and microscopic examination of the stent revealed that the stent was partially expanded and there were bent struts located in the sixth row of struts. The outer diameters of the stent were measured and found to be larger than device specifications. The over specification outer diameter appears to be the result of the partially expanded state of the returned stent. There is no evidence of any material or manufacturing deficiencies. Based on the information available, it is not possible to determine the cause of the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).